Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump intractable spasticity and multiple sclerosis. It was reported that the hcp stated that on 26-aug, the programmer showed the pump was going to reach end of service (eos) on 12-sep. The patient did not want the pump replaced, so they were titrating her down and reducing the dose several times a week. At some point, it started showing that the eos date changed to 24-nov-2024, so they thought they had more time and extended out the intervals between dose changes. Today ((B)(6) 2024) they went to do a dose change and noticed that it was at eos. Technical services reviewed implant date of (B)(6) 2017 should equate to an eos date of 12-sep-2024, and the hcp stated the logs showed elective replacement indicator (eri) occurred on 14-jun. Technical services confirmed the hcp's programmer showed the correct current date. Technical services also confirmed no code would be needed to shut alarm off and confirmed they would only be turning the alarm off at this point since pump has reached eos. A call was made to the nurse who initially reported the event. When asked what the software version of the a810 clinician programmer was, the nurse stated that it was the most updated version. The nurse stated that the cause for the eos date changing was not determined. The nurse indicated that when they called technical services, they didn't think much of it because they had started to decrease the patient. The patient's eri was coming up and the patient did want it replaced because they never saw their physician, so they started to titration down. The physician wrote an order for daily decreases. The first two times ((B)(6)) if was by 17%. Then once it decreased, it pushed the eos date out to nov. The nurse stated that they thought they had more time and did not want to hit her so hard with the decreases, now that the date was pushed back. Thedecreases were then changed to 3 times a week. The nurse then stated that during once of the decreases, another nurse had gotten a message that eos had occurred. So, then at that point, they notified the physician. The nurse said that she did not press the shut-down button without verification that it would not shut the pump off. They also stated that a rep talked about a code being needed to shut off the pump. The nurse stated that they turned off the alarm and the physician was notified. The nurse then wrote an order to ask if they wanted to shut off the pump and/or remove the current drug from the reservoir. The nurse also stated that the patient was currently on oral baclofen. When asked if logs for the tablet could be sent, the nurse stated that this had happened with multiple nurses and multiple tablets (around 3), so she wasn't sure if which device was needed.

Manufacturer narrative:
Continuation of d10: product ID a810, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.